Event description:
Nellcor purtian bennett rec'd a call from a user facility rep on 07/08/1999, which called to report the following problem: stop cycling with no audible alarm, pressure led flashing. No pt harm.